Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure was performed on the sfa in (B)(4). A lesion in the sfa was pre-dilated with a pta balloon. The protege everflex stent was deployed successfully in position. After deployment of the stent, the physician noticed a segment of the delivery system in the sfa distal to the deployed stent. With removal of the delivery system it was evident that the distal tip had broken off and was left behind in the patient. The patient was sent to the ward with this segment still in the sfa.